Manufacturer narrative:
Follow-up #1: date of submission 12/14/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 12/10/2016 with the following findings: review of the black box data revealed no evidence of power. No damage was found to the returned battery cap or the battery compartment. The battery cap was able to attach securely to the pump. On investigation, the pump powered on normally with no alarms. Moisture was found inside the pump on the printed circuit board. The moisture entered the pump through a crack in the battery compartment between the case seal and the keypad. Leak testing confirmed the moisture ingress at the battery compartment crack. Further moisture damage was found to the keypad; the keypad was intact and without damage; however, the keypad buttons were unresponsive. Investigation confirmed moisture ingress but did not duplicate the alleged power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue; moisture in the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.